Manufacturer narrative:
The event unit was returned to applied medical for evaluation and the complainants experience of a broken obturator shaft was confirmed. The obturator wall thickness met specifications. Due to the location and nature of the break, it is possible that the obturator was more susceptible to damage during shipping from the manufacturer and/or handling after receipt at the facility. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: hepatectomy. Event description: the obturator was already broken, so they couldn't use it. Product is available for return. Intervention: the case was completed with the new device. Patient status: no patient status provided, event occurred before use.

Event description:
Procedure performed: hepatectomy event description: the obturator was already broken, so they couldn't use it. Product is available for return. Intervention: the case was completed with the new device. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.